Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, at postoperative day 1, foot drop was identified. Surgeon noted that the patient had a large pre-op valgus deformity which likely contributed and, although it could have also been an issue from a retractor, it was more likely the correction of the deformity. Patient wore an ankle-foot orthotic under observation for about 6 months when it was noted to have completely resolved. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6) - 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. (B)(6) - 02-022-44-2515 - truliant tib imp psc insert sz 2.5, 15mm. (B)(6) - 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t. (B)(6) - 200-07-29 - advanced patella 29m 3 peg implant. (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk.. (B)(6) - 204-70-00 - tibial stem ext. Screw. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6) - 521-78-32 - threaded pin size 3.0 collarless 2pk. (B)(6) - 521-78-36 - threaded pin size 5.1 collarless 2pk. (B)(6) - a10012 - gps implant kit v2. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.